Event description:
Report received of the cassette cracking, then breaking. The customer states that the patient receives tpn 1718cc over 24 hour, continuous at 70cc/hr via a hickman catheter. The customer spikes the bag and primes the tubing. The homecare patient usually changes the bag at 7p.m. A nurse visited the patient the next day at approximately 12noon. The nurse took the pump out to check the amounts and the pump started alarming (alarm not specified.) The nurse took the cassette out and noticed leaking from a crack at the blue foil. It was reported that "the cassette was barely hanging together and then fell into 2 pieces." The customer made up a new bag and tubing. The new set-up was delivered to the patient in about two hours. The patient did not have a decrease in blood sugar. There was no report of any adverse patient effect. Additional patient information was requested, but no further information was available.